Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is sandoz. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) nj has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii omnitrope pen 10 injected the medicine very slowly. The following information was provided by the initial reporter: both pens injected the medicine very slowly and I had to press multiple times for the whole dose to be dispensed which made my son scream from pain. I returned the extra medicine because I didn't know if you need all what was in my possession.

Manufacturer narrative:
One (1) sample was provided to bd medical : pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that pen ii omnitrope pen 10 injected the medicine very slowly. The following information was provided by the initial reporter: both pens injected the medicine very slowly and I had to press multiple times for the whole dose to be dispensed which made my son scream from pain. I returned the extra medicine because I didn't know if you need all what was in my possession.